Event description:
It was reported that the patient with this left ventricular (lv) lead underwent a replacement procedure due to a product performance issue. The lv lead was not capturing correctly. No additional adverse patient effects were reported outside the revision procedure. This lv lead was explanted and replaced.